Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated via radiographs and the reported event was confirmed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic lucency was seen along the inferior and medial surfaces of the anteromedial tibial plate, likely consistent with loosening. Uncertain whether mild loosening also suggested inferior to the lateral portion of the tibial plate. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: articular surface; p/n: 00596405010, l/n: 63075884, femoral component; p/n: 00596001851, l/n: 62958579. Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a revision procedure two years post-implantation due to pain from a loose component. No additional patient consequences were reported.